Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm monopolar curved scissors instrument, it closed incompletely and moved entirely from the joint to the right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. It was unknown if the movements of the surgeon scaled appropriately to the instrument and unknown if the timing of the instrument movement was appropriate. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent but it was unknown what action was taken when the issue occurred. There was no injury to the patient as result of the event. The issue occurred an hour after the start of the procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: based on the pictures, there does not seem to be any other damage apart from the scratches on the blades. Although there could be something at the backend that could be the cause of the issue, physical inspection of the instrument will bear more results.